Event description:
The customer reported via phone call that the customer received the motor error alarm on the insulin pump while bolusing. The customer's blood glucose was 219 mg/dl. The customer was unaware of any significant events leading to the alarm. While troubleshooting, the customer was unable to complete the rewind sequence. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to motor error alarm during rewind. The insulin pump alarmed motor error due to cracked motor flex cable. The insulin pump received with cracked reservoir tube lip, minor scratches on display window, and stained end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.